Manufacturer narrative:
The device was serviced at the customer site. Flow rates were all normal throughout testing and also matched those taken from external sensors. Device tested normally throughout servicing. Review of logs demonstrated that the average arterial flow rate offsets during recent cases were all within tolerances. Device passed all applicable testing. The perfusion data for the case was reviewed. Perfusion demonstrated flow fluctuations in two instances. The first instance is noted with low arterial and ivc flow and low arterial pressure. Intermittent ivc vacuums are also noted. Following this first period of instability, stable, but low arterial flows are noted for approximately 5 hours. Approximately 8 hours and 36 minutes into perfusion, fluctuating flows are noted again and persisted for the rest of the case. In addition, ivc vacuums are occasionally noted during this second period of instability. Throughout the perfusion arterial and ivc flows are noted to be lower than typical values.

Event description:
It was reported during perfusion, low arterial flows were noted along with significant fluctuations in arterial flow readings noted after a period of stability. The liver was successfully transplanted following perfusion.